Manufacturer narrative:
Results - bed out of calibration.

Event description:
It was reported by service report that the bed fowler angle display was inaccurate. No pt involvement or adverse consequences are reported.